Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas, with blood glucose decreasing to 52 mg/dl for approximately 45 minutes, in the context of incorrect meal announcing and overtreatment of low glucose; the user also reported prior local reactions to steel infusion sets and subsequently switched to an alternative set. Symptoms included weakness, shakiness, sweating, and a feeling of being unwell. Outcomes included self-treatment with oral carbohydrates and no need for outside assistance or medical intervention. Investigation included phone-based troubleshooting, review of user practices, education on meal announcing and low-glucose treatment, and a guided factory reset followed by reentry into bionic mode; no device alarms or malfunctions were reported. Investigation of this case revealed use-related error related to meal announcement and treatment of lows, with device function not implicated; the infusion set reaction was managed by changing to a different set, and the lot number of the prior set was not available. It was concluded, based on previously established findings for similar reports, that the cause was use error and cause of hypoglycemia otherwise unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.